Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Tracking number: (B)(4). Covidien is submitting this report on behalf of (B)(4) (importer).

Event description:
Per pfs, the outcome attributed to the device ¿pain, bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring after mesh placement¿ (medical records are not available to substantiate the above complaints). *reviewer's comment: no further gynecological records are available for review after (B)(6) 2006 to know the condition of the patient.